Event description:
Boston scientific received information that, during a device changeout, the coils on this right ventricular (rv) lead appeared to be separated. The physician decided not to perform induction. The shock impedance measurement was within range. Boston scientific technical services (ts) advised testing the lead integrity with a commanded shock. Additional information indicated that a commanded shock was performed and the shock impedance measurement obtained was within range. Further, a gradual rise in shock impedance measurements were noted over the past office checks. No defibrillation threshold (dft) test was performed due to patient condition. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.